Event description:
Pt had total hip placed in 9/88. Revision of hip was done 9/96. Pt has had four severe recurrent dislocations since that time. Admitted for revision of rt total hip. Unknown where initial hip prosthesis was inserted.